Event description:
It was reported during a da vinci hysterectomy procedure, the vessel sealer instrument was not working. Upon requesting additional information for clarification, the customer revealed the instrument was recognized but would not operate. There were no missing or fallen pieces reported. There was no allegation of any harm, injury, or adverse outcome to a patient.

Manufacturer narrative:
The instrument was returned and evaluated. The customer reported complaint was confirmed by failure analysis. Visual inspection found, the instrument's snake wrist was dislodged. One of the male discs was dislodged from the female wrist disc, at the wrist and main tube interface. This restricted the motion of the wrist. Conductor wire and cables were not damaged. It was concluded, the dislodged snake wrist may be due to mishandling/misuse. Additional observations by failure analysis also found the instrument blade was bent. The instrument blade was extracted from garage and found that it was bent at the knife and cable interface. Knife was bent to the side, which may cause poor cutting performance. It was concluded, the bent blade may be due to mishandling/misuse. No other damage was found. The instruments and accessories user manual specifically states: general precautions and warnings -handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a MDR reportable event; however the dislodged snake wrist if to recur could cause or contribute to an adverse event.